Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The vascular access site was the left medial cubital vein. The 95% stenosed lesion was located in a non-calcified and moderately tortuous left forearm shunt. The mustang 7.0 x 40, 75cm balloon catheter was advanced and inflated to treat the target lesion and ruptured at sixteen atmospheres. The procedure was completed with another of the same device that was inflated to twenty atmospheres. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).